Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on april 28, 2022 was filed inadvertently. The infection and antibiotics were not device related. Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 24, 2022.